Manufacturer narrative:
It was reported that the ventilator alarmed for high o2 concentration for no reason. The ventilator was investigated on site by our field service engineer and replaced the nozzle units which solved the issue and unit was returned for clinical service. No parts returned for investigation. The root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).